Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose monitor was most probably reading in the incorrect unit of measure for which it is labeled. The meter could not be turned on during an attempt of demo usage to check the units of measure displayed. However, based on the serial number, the blood glucose monitor should be reading in mg/dl.